Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device revealed high battery impedance. Performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.68 v, while the daily battery voltage trend measurement was 2.93 v.

Event description:
It was reported that the doctor wanted to know why the device was at eri (elective replacement indicator) so soon. It was also reported that the device was experiencing battery voltage issues consistent with the field action. The device was explanted and replaced. It was also reported that there was high impedance of 2736 ohms on the right ventricular lead, and the doctor suspects perforation. Intermittent capture and varying impedances were also reported. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the telemetered battery voltage was 2.68 v, while the daily battery voltage trend measurement was 2.93 v. Analysis of the device is in process; the results will be forwarded when available.